Event description:
Device 2 of 2 : reference MFR. Report#:3006705815-2018-02204. Follow-up information revealed the reason that the leads may have become broken is the physician managed to cause the lead to become engaged with the sharp tip of the epidural needle implanted into the patient during the trial. As the physician attempted to full extract the lead back into the needle, the outer casing of the lead separated from the rest of the lead and remained in the patient¿s epidural space. In addition, the patient does not desire to undergo any further interventions at this time.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-02204. It was reported during a trial procedure on (B)(6) 2018, a portion of one lead broke off in the patient's epidural space. As such , the patient will be referred to a neurosurgeon to address the issue. Please note: it is unknown which lead is liable. Therefore all suspected devices are being reported.